Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the results of the investigation, it is likely the most probable cause of the areas of missing adhesive, and damaged and chipped adhesive around the lens was traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, areas of missing adhesive, as well as damaged and chipped adhesive, were observed around the distal end lenses. There was no patient involvement.